Manufacturer narrative:
Information references the main component of the system and other applicable components are - : product ID: 3889-28, lot# v914059, product type: lead. Product ID: 3889-28, lot# v926181, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a shocking sensation. It was stated that the implantable neurostimulator (ins) almost killed her and something went horribly wrong. The patient reported that she bent over to put on sweatpants and something went into her spinal cord. The patient further stated that the wires went all wrong in her spinal cord and she was on the floor for 4 days without help, because it electrocuted her to death. It was noted that the patient had an emergency surgery and the ins was replaced due to the issue. In addition, the patient said she has had 2 devices for 6 years but it was reviewed that there was only 1 device on file. The patient stated that she has one programmer for the ins that was replaced/implanted and needs to order another programmer for the other ins. The patient stated that ins was replaced due to normal battery depletion then said there was a problem, which was stated above. There were no further complications or anticipations reported with this event. There was a problem, which was stated above. There were no further complications or anticipations reported with this event. Refer to regulatory report: (B)(4) regarding information related to the other implantable neurostimulator.